Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced persistent hyperglycemia overnight despite a recent supply change, with blood glucose reaching 344 mg/dl while using an ilet system with a prefilled cartridge and an infusion set placed on the lower abdomen; the caregiver performed troubleshooting, including disconnecting the tubing, filling the tubing with visible drops, removing the infusion site to inspect the cannula, and completing a site change, and will monitor glucose with a follow-up planned. Symptoms included hyperglycemia. Outcomes included no reported hospitalization or long-term impairment. Investigation included guided user troubleshooting, infusion line priming verification, and inspection of the removed infusion site and cannula. Investigation of this case revealed that the cause of the high glucose remained unclear after confirming flow through the tubing and replacing the site and supplies. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.